Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not accepting her blood glucose information and required calibration. Blood glucose level at the time of the incident was 264 mg/dl. The customer also reported that sh recently had a blood glucose level of 27 mg/dl. Customer stated that she had been receiving sensor glucose and blood glucose readings that were far from one another. The customer also reported that she had been receiving calibration errors. Customer was advised that the sensors would be replaced but did not return the product for analysis.